Manufacturer narrative:
The associated complaint devices were not returned. The medical investigation concluded that, based on the limited information provided, it cannot be concluded definitively whether the reported skin reaction issues are a direct result of using the jny knee implant , whether there was a procedural variance during use of the product, or whether any pt medical conditions may have been a contributing factor. It was stated that the issue was resolved with IV ancef. The root cause of the reported cellulitis cannot be definitively concluded. Based on the limited information provided no further clinical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batches. Without the actual product involved ,our investigation cannot proceed. If the devices or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that the patient had right knee cellulitis which was resolved with the IV ancef given.